Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Device evaluation: the ventilator was received at the international service center for evaluation. The service technician confirmed the reported problem. Dc 24v was not output due to failure of power supply board. Resolution and disposition: pending upon customer's estimate approval.

Event description:
The customer sent the device to the international service center with report of when plugged the v60 unit, it was unable to switch from battery power to ac power. There was no patient involvement.

Manufacturer narrative:
Resolution and disposition: unit did not operate with ac power, so power supply was replaced.